Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in june 2010 and performed to specification up to 9th november 2014. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were recorded between the 9th november 2014 and teh 24th august 2015. The pad-pak became depleted during this time. An increase in voltage suggests a further pad-pak was installed on the final history log entry on the 28th august 2015. Investigation found the reported fault can be attributed to membrane failure. Multiple manual power ups of 10 minutes duration would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.